Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50, serial/lot#: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was hospitalized due to a stomach infection. According to the clinical field specialist the stomach infection was not associated with the procedure or device.

Manufacturer narrative:
Additional information was received that the patient was prescribed with antibiotics. No further information could be obtained.

Event description:
A report was received that the patient was hospitalized due to a stomach infection. According to the clinical field specialist the stomach infection was not associated with the procedure or device.